Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the cause of the ins shutting off by itself was not determined. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient that the stimulation turned off by its self. The patient stated that the battery turned off, the stimulation stopped and the pain came back so they turned the stimulation back on and the pain got better. It was unknown what factors could have led to the issue. The rep performed an impedance check and everything came back within normal limits. The rep looked at the daily usage and saw where the stimulation had been off. The rep looked at the battery recharging and noticed that the battery had been depleted to 0 on the same day that the battery was off. The rep educated the patient on recharging and also asked the patient to hit the sync button when they felt like the stimulation was off, so they could see if it was truly off. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain and headache. The patient stated that over the last 8 days, the implantable neurostimulator (ins) has shut off on its own 15-16 times. It was noted that the ins would shut off at random locations. The rep stated that recharging logs were reviewed, and impedances tests were all normal. The patient was asked to keep a log and report if the issue continues. The issue was not resolved at the time of the report. No further complications were reported or anticipated.